Manufacturer narrative:
Laser capsulorhexis on case # (B)(4) was completed without issue and laser found to have functioned as designed. Unidentified underlying patient condition could contribute to an incomplete capsulotomy. Clinical follow up: no further medical intervention was required.

Event description:
On 09/23/2024, while cas was on-site for surgery day attendance, ((B)(6)) reported that dr. Experienced a capsular tear on procedure ID # (B)(6).